Manufacturer narrative:
(B)(6). The device was received for evaluation. During functional testing, the reported issue "close door message" was reproduced. The device was evaluated and reproduced the constant door not fully latched alarm when powering on the device. A review of the event history log revealed door jammed messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper auxiliary flex tail not properly connected to the input output board. The upper auxiliary flex tail connection requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed "close door" message. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.